Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Evaluation was completed by engineering and the following was noted: investigation results: returned nicview 2.0 camera, item nvcam with the unique mac address of b8:27:eb:33:6e:e8, the associated power supply, natus item 030200 nicview 2.0 power supply 5.4v 4.26a desktop external, and arm nvarm nv 2.x arm were not returned with the camera. Initial observations. The camara is in good condition with the only visible signs of use being the following: 1. A small dent/deformation of the housing material on the rear panel left edge (as viewed looking at the lcd). 2. Adhesive residue on four of the six sides of the housing. 3. No loose parts or hardware inside as a gentle shaking didn't produce any sounds. 4. A very slight burnt odor was noticeable on the bottom side near the power port. Investigation. Removed the camera and chassis assembly from the camera enclosure. If done carefully, removal form the enclosure should not damage any of the electronics, but there is always the risk of damage as the housing is glued shut and must be pried open at the seams. Visually inspected the visible camera electronics for evidence of overheating. No evidence of overheating was noticed. Removed the 024200 raspberry pi 3 b+ board from the chassis and inspected the board for signs of overheating - no evidence noted. Removed the 024212 display, lcd 3.5 inch rpi and inspected it for evidence of overheating - again, no evidence noted. The sd card was still securely glued in place in the sd card slot as it was when first produced. Reassembled the board and display unit to the chassis and applied power. The red led on the raspberry pi (rpi) board lit up, but the display did not function - no backlight or default screen display. After leaving the unit powered on for a half hour the asic on the outboard side of the rpi board got mildly warm. This warming is considered normal. Conclusions. Could not duplicate the customer complaint of overheating to the point of generating smoke. The unit was left powered on for a half hour and there was no indication of excessive current draw or overheating. It is possible that the display board was damaged prior to receipt at natus, or when removing the chassis from the housing, there is no way to tell. Risk assessment: doc-023354 nicview 2-0 risk analysis rev h hazard ID 2.1 "short circuit inside the unit, start a fire inside the enclosure." Identifies the risks associated with this type of failure. This risk is deemed acceptable with the benefits of using the device outweighing the risk. Root cause/probable root cause: cannot duplicate the reported failure. Root cause cannot be determined. Recommended actions: continue to monitor product for like failures. Closure rationale:complaint could not be verified, monitor for future occurrence. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed. Install date: (B)(6) 2020.

Event description:
A nicview 2.0 camera at bed space 53 was smoking . This is the first encounter with smoke coming out of the camera. The infant was moved from that bed space.

Event description:
A nicview 2.0 camera at bed space 53 was smoking. This is the first encounter with smoke coming out of the camera. The infant was moved from that bed space.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Acceptable risk associated with the complaint as per line 4.6 in (B)(4). Nicview 2 risk analysis. No death or serious injury, considered a customer inconvenience. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probably of occurrence has not changed. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. The qa technician reviewed the device history record with no issues noted. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. The affected product has been returned. Awaiting investigation results.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI number is not documented as this is a non-medical device. The customer has reported safety concerns. There was no patient involved at the time of this incident. There was no death or serious injury that required medical treatment. There was no delay in treatment that had a negative impact on the patient's state of health. The affected product has been requested to be returned for further investigation.

Event description:
A nicview 2.0 camera at bed space 53 was smoking . This is the first encounter with smoke coming out of the camera. The infant was moved from that bed space.